Event description:
It was reported that when the clearsite hydrogel bordered dressing was removed, within 1-3 minutes the area which had been under the hydrogel developed fluid filled blisters and within 5 to 7 minutes turned very red.